Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) exhibited unspecified over-sensing. No intervention was reported. Patent condition was unknown.

Event description:
New information noted the patient presented in remote monitoring via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited unspecified over-sensing and loss of capture. Programming changes were attempted but unsuccessful. Patient condition was stable.